Event description:
The customer reported that they were having high blood glucose so they performed a set change and noticed that the cannula was bent. But, the customer stated that the insulin pump did not send any alarms to indicate no delivery. After the set change the customer received a no delivery alarm and called the help line. The customer's blood glucose at the time of the call was 585 mg/dl. The high blood glucose was treated by a manual injection. During the troubleshooting process the customer reported that they removed the infusion set from their body and the cannula was bent. The customer was not home and could not perform troubleshooting for the absence of no delivery alarm. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.